Event description:
Information received a smiths medical syringe infusion pumps/pharmguard toolbox software was not in pump correctly. The customer also deleted a category resp/gi/liver from nicu 1-5kg in order to add blood products and the same thing happened under the selected modes. Customer did not touch or rearrange these at all. Pharmguard toolbox 2 software. This is related to the library software used to build and maintain the drug library on the pump. No patient or pump was involved. Smiths from pharmacy has been able to replicate this issue.